Event description:
The pt was implanted with a combination gel/saline mammary prosthesis on 8/9/88. Subsequently, the pt experienced a rupture of the device, capsular contracture and an infection. The device was removed on 1/12/99.